Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's battery cap fell off the day before the call. Blood glucose level at the time of the incident was 284 mg/dl. Blood glucose level at the time of the call was 400 mg/dl. The customer reported that he was unable to insert the battery into the insulin pump. The customer was advised that he would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.